Manufacturer narrative:
A review of the device history record (DHR) associated with lot 82191517 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, a 2mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was attempted to be used in a plain old balloon angioplasty (poba); however, it could not cross the lesion. The non-cordis guidewire was changed to a new non-cordis guidewire with a non-cordis micro catheter, and then the saber rx was used again. However, the tip got turned up. Therefore, it was replaced with a new saber pta balloon catheter that crossed the lesion and poba was performed. After the below the knee was treated, another 6mm x 30cm 155 saber rapid exchange (rx) pta balloon catheter was used; however, it ruptured at approximately 4 atmospheres (atm). It was then replaced with a non-cordis balloon catheter that was able to perform poba and the procedure was completed. There was no reported patient injury. The patient had no infectious disease. This was for an endovascular therapy (evt) case. The lesions were the right superficial femoral artery and below the knee. For the first saber rx, a non-cordis guidewire was initially used, and it crossed the lesion. After that, a micro catheter (unknown) could not cross the lesion, so a balloon catheter (1.5mm, non-cordis was used to perform poba. The second saber rx was used for a lesion that had diffuse calcification. The devices will not be returned as they were discarded.

Manufacturer narrative:
As reported, a 2mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was attempted to be used in a plain old balloon angioplasty (poba); however, it could not cross the lesion. The non-cordis guidewire was changed to a new non-cordis guidewire with a non-cordis micro catheter, and then the saber rx was used again. However, ¿its tip got turned up¿. Therefore, it was replaced with a new saber pta balloon catheter that crossed the lesion and poba was performed. After the below the knee was treated, another 6mm x 30cm 155 saber rapid exchange (rx) pta balloon catheter was used; however, it ruptured at approximately four atmospheres (atm). It was then replaced with a non-cordis balloon catheter that was able to perform poba and the procedure was completed. There was no reported patient injury. The patient had no infectious disease. This was for an endovascular therapy (evt) case. The lesions were the right superficial femoral artery and below the knee. For the first saber rx, a non-cordis guidewire was initially used, and it crossed the lesion. After that, a micro catheter (unknown) could not cross the lesion, so a balloon catheter (1.5mm, non-cordis was used to perform poba. The second saber rx was used for a lesion that had diffuse calcification. Additional procedural details were requested but are unknown. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82191517 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ balloon burst-at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of diffuse calcification may have contributed to the reported events as calcification is known to cause damage to balloon material. It is likely there was resistance when attempting to cross the calcified vessel and damage to the balloon catheter occurred at this time. However, without the return of the devices for analysis, it is difficult to draw a clinical conclusion between the devices and the events reported by the customer. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.